Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient got hospitalized due to diabetic ketoacidosis seizure (dka) on (B)(6) 2025. The blood glucose level was 600 mg/dl at the time of hospitalization. The length of hospitalization was greater than 24 hours. The patient was treated with intravenous drip (IV). The patient tested positive for ketone bodies. The level of ketones were 7mmol/l.the patient also had symtoms of vomiting, dizziness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.